Event description:
Pt underwent cytoscopy on 10/12/1999. Filiform removed without complication. No residual problems from event.

Event description:
It was reported that the filiform was inserted into the pt with severe urethral stricutures. Filiform broke off at the juncture of the tip and attachment with the follower. Unable to retrieve due to urethral edema, even with cystopscopy. Plan gradual repeated dilations to open urethra enough to remove, once urethra is healed enough.